Manufacturer narrative:
Additional information was received. Bleeding was resolved and the impella was explanted. The patient was no longer needing support and the device was exposed of. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex was inserted via the jugular vein to support the 58 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Underlying medical history was not shared. The rp flex was supporting when on day 4 there was bleeding at the patient's mouth that prompted the team to stop anticoagulation and infuse 2 units of blood back to the patient. Of note the anticoagulation necessary for the pump placement and support can contribute to bleeding. This patient was on support with both anticoagulation and antiplatelets. The following day, day 5 of support, the decision was made to wean and explant the pump. The patient has survived the oral bleeding and the pump support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.